Manufacturer narrative:
The customer reported that the multigas unit is receiving a gas cal error and that it will not display resp or sp02 readings. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multigas unit is receiving a gas cal error and that it will not display resp or sp02 readings.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the multigas unit is receiving a gas cal error and that it will not display resp or sp02 readings. The unit has been evaluated and the customer's complaint was confirmed. The gas sensing unit was fixed to resolve the issue. The device was repaired and returned to the customer. All other functions were tested prior to shipping. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.